Event description:
The pt was having outpatient peripheral angiogram with intervention. Upon procedure completion, the md (dr douglas redd) removed the sheath from the right femoral artery and the tip of the sheath remained in the pt. It was a cook 6 fr x 55 cm ansel sheath. The pt had to be transported to (B)(6) for foreign body removal surgery by vascular surgeon, dr (B)(6). The sheath tip was sent to the pathology department at (B)(6) per dr (B)(6).